Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board noted. Unable to verify battery power loss. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery out limit. Customer has received multiple battery out limit alarms when batteries are out of the pump for less than one minute. Customer does have a new battery to test pump. Instructed to insert a new battery in 1 minute, advised to ensure that battery cap was securely fastened and battery slot was aligned horizontally with pump. Customer stated the pump did alarm battery out limit. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.